Event description:
A nurse reported that a pt was hospitalised for 3 days due to hyperglycaemia (up to 28 mmol/l). During the hospitalisation it was noticed that the novopen 3 device got wet during injection. The penfill cartridge was replaced, however, the phenomenon occurred again. Subsequently, the novopen 3 was replaced. It is stated that the patient was not suffering from an infection at the time of the event. Further information has been requested. Follow-up information of 27th august 2001: a second suspect product was entered.